Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after ipg was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was and cosmetic depression of the outer insulation.